Manufacturer narrative:
Sample is unavailable to get returned. Pictures were provided for investigation. A follow-up report will be submitted once the pictures are reviewed.

Event description:
While attempted to deploy the ivcf in an ij approach, the filter deployed as a solid piece of metal without any legs or hooks.

Event description:
While attempted to deploy the ivcf in an ij approach, the filter deployed as a solid piece of metal without any legs or hooks.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. According to the product experience report, the sample was not available to be returned for evaluation. However, the customer provided images of the issue. Based on the review of the images. The filter appeared to be wrapped up with a plastic material. Therefore, this complaint was confirmed based on the review of the images. Without the sample to review, determining a definite root cause is not possible. A speculated root cause could be during the procedure the filter was advanced at an angle causing the liner of the delivery catheter sheath to tear and wrap around the filter. Since a definite root cause could not be established based on the review of the images alone, no corrective action is possible at this time.